Manufacturer narrative:
The manufacturer became aware on 23-dec-2025 that the user experienced a hyperglycemic event on (B)(6) 2025 that resulted in hospitalization for diabetic ketoacidosis. Device engineering logs and available data for the reported timeframe were reviewed, including insulin delivery records, cgm data, alarm history, supply changes, and device settings. The review identified prolonged hyperglycemia following an infusion set and cartridge change, multiple cgm signal interruptions, low-insulin and out-of-insulin alerts, and periods of paused or interrupted insulin delivery, with no confirmed device malfunction identified in the available data. Based on the investigation, the event was most consistent with insufficient insulin delivery following a supply change in the setting of persistent hyperglycemia and delayed corrective actions. No confirmed device malfunction was identified. If the device is returned, a physical evaluation will be performed, and a supplemental MDR will be submitted if additional information becomes available.

Event description:
On (B)(6) 2025 the user reported that on (B)(6) 2025 they experienced hyperglycemia with a blood glucose of 490 mg/dl. Prior to hospitalization, the user reported that after completing a supply change on (B)(6) 2025, blood glucose levels increased and no additional supply change was performed. The user was transported to the hospital by a caregiver, was hospitalized from (B)(6) 2025 for diabetic ketoacidosis, received medical treatment, and was discharged with the device discontinued.